Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported towards the end of the case, that the vasoview hemopro 2 c-ring broke in half unexpectedly. The harvester saw the broken c-ring when it was pulled out. No piece was missing or left behind in patient. No additional incisions was required. There was a 10 minute procedural delay. No harm to the patient, just c-ring broken in half, did not mess up the vein.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 02/20/2025. An investigation was conducted on 05/07/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. He ceramic c-ring was observed to be split down the center of the c-ring. No other visual defects were observed in the photograph. An investigation was conducted on 03/17/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the inract harvesting device jaws or heater wire. There were no visual defects observed on the intact cannula handle. The ceramic c-ring was observed to be split down the center of the c-ring. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break- ceramic c-ring" was confirmed. The lot # 3000450191 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is relation between the batch manufacturing process and the reported failure.

Event description:
N/a.